Event description:
Customer reports that she received results of 13mg/dl and 76mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.